Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual periods / menorrhagia") and uterine haemorrhage ("spotting / abnormal heaving bleeding/ abnormal uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia. Before essure, she had not experienced the combination of reported events. Concurrent conditions included dermatitis due to metals. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 months 25 days after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2016, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("left ovarian cyst"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain "), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/ abdominal cramping") and pelvic pain ("pelvic pain"). The patient was treated with progesterone (prometrium), norethisterone acetate (aygestin) and surgery (hysteroscopy novasure endometrial ablation). Essure was removed. At the time of the report, the menorrhagia, uterine haemorrhage, ovarian cyst, alopecia, weight increased, abdominal pain, abdominal distension, dyspareunia, abdominal pain lower, bacterial vaginosis, vaginal infection and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bacterial vaginosis, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff continues to suffer from injuries, including but not limited to pain, cramping and hair loss, caused by the implantation of the essure device. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, due to skin irritation and swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: demonstrated bilateral tubal occlusion ultrasound pelvis - in 2016: simple left ovarian cyst. She reported complaints of hair loss, and physician ordered several blood tests, including tests for her thyroid and an ultrasound on her thyroid. All the blood-work regarding plaintiff s thyroid was reported as being normal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 29-mar-2018: essure complaint received from lawyer department. On or around (B)(6) 2014, plaintiff again presented for a follow-up and complaints of menorrhagia. She was diagnosed with bacterial vaginosis, and prescribed medication. On or around (B)(6) 2016, during a follow-up visit, she was scheduled for an endometrial ablation and diagnosed with vaginitis. She also claimed about pelvic pain and abdominal cramping. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual periods / menorrhagia') and uterine haemorrhage ('spotting / abnormal heaving bleeding/ abnormal uterine bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia. Before essure, she had not experienced the combination of reported events. She reported complaints of hair loss, and physician ordered several blood tests, including tests for her thyroid and an ultrasound on her thyroid. All the blood-work regarding plaintiff s thyroid was reported as being normal. Concurrent conditions included dermatitis due to metals. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 2 months 25 days after insertion of essure. In 2016, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("left ovarian cyst"), alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/ abdominal cramping"), pelvic pain ("pelvic pain"), migraine ("migraine"), headache ("headache"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). The patient was treated with norethisterone acetate (aygestin), and surgery (hysteroscopy novasure endometrial ablation). Essure was removed. At the time of the report, the menorrhagia, uterine haemorrhage, ovarian cyst, alopecia, weight increased, abdominal pain, abdominal distension, dyspareunia, abdominal pain lower, bacterial vaginosis, vaginal infection, pelvic pain, migraine, headache, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bacterial vaginosis, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff continues to suffer from injuries, including but not limited to pain, cramping and hair loss, caused by the implantation of the essure device. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, due to skin irritation and swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: demonstrated bilateral tubal occlusion. Ultrasound pelvis - in 2016: results: simple left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events migraine, headache, abnormal bleeding, hypersensitivity, autoimmune disorder was added. Plaintiff name was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual periods / menorrhagia') and abnormal uterine bleeding ('spotting / abnormal heaving bleeding/ abnormal uterine bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia. Before essure, she had not experienced the combination of reported events. She reported complaints of hair loss, and physician ordered several blood tests, including tests for her thyroid and an ultrasound on her thyroid. All the blood-work regarding plaintiff s thyroid was reported as being normal. Concurrent conditions included dermatitis due to metals. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 2 months 25 days after insertion of essure. In 2016, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), ovarian cyst ("left ovarian cyst"), alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/ abdominal cramping"), pelvic pain ("pelvic pain"), migraine ("migraine"), headache ("headache"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). The patient was treated with norethisterone acetate (aygestin), and surgery (hysteroscopy novasure endometrial ablation). Essure was removed. At the time of the report, the heavy menstrual bleeding, abnormal uterine bleeding, ovarian cyst, alopecia, weight increased, abdominal pain, abdominal distension, dyspareunia, abdominal pain lower, bacterial vaginosis, vaginal infection, pelvic pain, migraine, headache, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal uterine bleeding, alopecia, autoimmune disorder, bacterial vaginosis, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, ovarian cyst, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff continues to suffer from injuries, including but not limited to pain, cramping and hair loss, caused by the implantation of the essure device. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, due to skin irritation and swelling. 4 trailing coils on the left and 3 trailing coils noted on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: demonstrated bilateral tubal occlusion. Ultrasound pelvis - in 2016: results: simple left ovarian cyst. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-may-2021: medical record received. Patient's name was updated.patient¿s date of birth and reporter information was added. Reporter causality was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual periods / menorrhagia') and uterine haemorrhage ('spotting / abnormal heaving bleeding/ abnormal uterine bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia. Before essure, she had not experienced the combination of reported events. She reported complaints of hair loss, and physician ordered several blood tests, including tests for her thyroid and an ultrasound on her thyroid. All the blood-work regarding plaintiff s thyroid was reported as being normal. Concurrent conditions included dermatitis due to metals. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 2 months 25 days after insertion of essure. In 2016, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("left ovarian cyst"), alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping/ abdominal cramping"), pelvic pain ("pelvic pain"), migraine ("migraine"), headache ("headache"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have weight increased ("weight gain"). The patient was treated with norethisterone acetate (aygestin), and surgery (hysteroscopy novasure endometrial ablation). Essure was removed. At the time of the report, the menorrhagia, uterine haemorrhage, ovarian cyst, alopecia, weight increased, abdominal pain, abdominal distension, dyspareunia, abdominal pain lower, bacterial vaginosis, vaginal infection, pelvic pain, migraine, headache, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bacterial vaginosis, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff continues to suffer from injuries, including but not limited to pain, cramping and hair loss, caused by the implantation of the essure device. She has not been tested for a nickel allergy, but cannot wear ¿fake¿ jewelry, which often has nickel in it, due to skin irritation and swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: demonstrated bilateral tubal occlusion. Ultrasound pelvis - in 2016: results: simple left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual periods / menorrhagia") and genital haemorrhage ("spotting / abnormal heaving bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia. Before essure, she had not experienced the combination of reported events. Concurrent conditions included allergy to metals. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("left ovarian cyst"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with progesterone (prometrium), norethisterone acetate (aygestin) and surgery (on (B)(6) 2016, underwent an endometrial ablation to control her heavy and irregular menstrual cycles). At the time of the report, the menorrhagia, genital haemorrhage, ovarian cyst, alopecia, weight increased, abdominal pain, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst and weight increased to be related to essure. The reporter commented: plaintiff brown continues to suffer from injuries, including but not limited to pain, cramping and hair loss, caused by the implantation of the essure device. She has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, due to skin irritation and swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: demonstrated bilateral tubal occlusion, ultrasound pelvis - on an unknown date: simple left ovarian cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 7-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including heavy menstrual periods/ menorrhagia and spotting / abnormal heaving bleeding(seen as genital bleeding). She underwent an endometrial ablation to control her heavy and irregular menstrual cycles approximately 2 years after placement. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented menorrhagia and genital bleeding after essure insertion and endometrial ablation was required. Considering events' nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since an intervention was required. Follow-up information will be obtained through the litigation process. According to the product technical analysis, there is no relationship between the reported medical events and a quality defect.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual periods / menorrhagia") and genital haemorrhage ("spotting / abnormal heaving bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia. Before essure, she had not experienced the combination of reported events. Concurrent conditions included allergy to metals. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("left ovarian cyst"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with progesterone (prometrium), norethisterone acetate (aygestin) and surgery (on (B)(6) 2016, underwent an endometrial ablation to control her heavy and irregular menstrual cycles). At the time of the report, the menorrhagia, genital haemorrhage, ovarian cyst, alopecia, weight increased, abdominal pain, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst and weight increased to be related to essure. The reporter commented: plaintiff brown continues to suffer from injuries, including but not limited to pain, cramping and hair loss, caused by the implantation of the essure device. She has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, due to skin irritation and swelling. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: demonstrated bilateral tubal occlusion. Ultrasound pelvis - on an unknown date: simple left ovarian cyst. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including heavy menstrual periods/ menorrhagia and spotting / abnormal heaving bleeding(seen as genital bleeding). She underwent an endometrial ablation to control her heavy and irregular menstrual cycles approximately 2 years after placement. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this present case, consumer presented menorrhagia and genital bleeding after essure insertion and endometrial ablation was required. Considering events' nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since an intervention was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.